Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the reported issue described by the account. The fss proactively replaced the hard drive. The fss performed a field service checklist. The fss performed a software upgrade and performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The surgery center reported during a cataract procedure, the phacoemulsification unit intermittently locked up. Would not go into phaco mode. The surgery center used a backup machine to complete the procedure. The surgery center indicated there was a delay time of twenty minutes to bring up the backup unit. There was no consequence to the patient. No patient injury reported.